Manufacturer narrative:
Product analysis: at analysis the analyzer failed 111 of 116 functional tests including tests for amplitude and battery current. The analyzer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen wouldn't turn on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.